Manufacturer narrative:
The reported event air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During the procedure, the dilator was inserted in the introducer, then the dilator/introducer assembly was placed in the patient over the guidewire. When the introducer was flushed after removal of the dilator from the introducer, air entered from the hemostasis valve. The hemostasis valve was fixed by hand and flushed with no air noted. The device was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.